Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 1/25/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 242, 147, 188 and 179 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 264 mg/dl and 232 mg/dl using truemetrix meter. The product is stored according to specification in the hallway. The test strip lot manufacturer's expiration date is 10/18/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (time not set): (B)(6) customer woke up this morning and got a reading of 188 mg/dl fasting so then the customer took her insulin dosage. When she tested 2 hours later she got a result of 242 mg/dl fasting. Customer is concerned because she took her insulin and it should have reduced her blood sugar, but instead of going lower it went higher.